Event description:
It was reported there were impedances less than 50 for electrodes 13 and 14. It was noted no intervention was taken and the event was ongoing with no further action needed. There were no signs or symptoms reported.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported as of (B)(6) 2015 the cause of the low impedance was not determined. The leads were still implanted in the patient and had not been analyzed. The patient indicated that the therapy continued to be of benefit. The low impedance was resolved on (B)(6) 2014 without any intervention.

Manufacturer narrative:
Concomitant medical products: product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777q60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. (B)(4).